Event description:
It was reported that the 9800 system intermittently would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier high voltage power supply cable retaining nut was repaired during the service call. The system was tested and found to be working as intended and put back into service.